Event description:
It was stated that the insulin pump was giving a blank display after every battery change. Troubleshooting was performed, and the display returned. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to burned electronic components on the interface board.